Event description:
In 2006, a customer reported (to adc) that they obtained high readings on their freestyle blood glucose meter while using freestyle test strips (lot num unk). When carrying out a blood glucose test, the customer obtained a "hi" reading and increased her insulin dosage. A short time later, the customer was incoherent when speaking with her son, then became unconscious. The paramedics were called and the customer was treated with intravenous glucose at home but did not require hospitalization. There were no comparison readings available or further blood glucose values. The 'units of measure' reported by the customer, at that time, were mmol/l, which are correct for the user.

Manufacturer narrative:
The blood glucose strips and meter used in this case have been requested for investigation. This case is reportable as a serious injury of hypoglycemia causing a loss of consciousness to the customer.